Manufacturer narrative:
Device not returned.

Event description:
It was reported that healing collar (hc353) does not seat in the implant.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants. Contraindications: the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Warnings. Surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. Patients should consult with their physician and imaging technician prior to undergoing a magnetic resonance imaging (MRI) procedure. Zimmer implants and abutments have not been evaluated for safety and compatibility in the magnetic resonance (mr) environment. Zimmer implants and abutments have not been tested for heating or migration in the mr environment. Precautions ensure the 3.7mmd zimmer trabecular metal implants are splinted to additional implants when used in the pre-molar region. When placing the zimmer trabecular metal dental implant, 4.1mmd, in mandibles with a dense (type d1), thick, inferior border where apical implant engagement is expected, follow the dense bone protocol for the 4.1mmd trabecular metal implant with the following exception. After the drill sequence step using the tsv3.8dn or tsv3.8dsn, add an additional drill step utilizing the sv3.8dn or sv3.8dsn drill. If needed, also use the optional tt4.1 cortical bone tap. This correction will provide a wider apical osteotomy to ensure that the apical tip of the implant is not subjected to excessive torque during the final seating process. Proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided. Splinting should be considered where appropriate. Appropriate tightening of the screw is essential to prevent premature loosening. Product was not returned and complaint is non verifiable at this time. A singular root cause could not be identified based on the DHR review, there were no manufacturing deviations identified that could cause or contribute to the reported event. Product was not returned and complaint is non verifiable. No immediate corrections are recommended at this time. The following sections have been updated: UDI (B)(4).